Manufacturer narrative:
A steris service technician inspected the 4095 surgical table and found that the table was functioning correctly, and that there were no issues with the function or operation of the surgical table. No repairs were required, and the table was returned to service. Based on the technician's inspection and discussion with user facility personnel, a root cause of the event could not be determined. A steris account manager offered in-service training on the proper use and operation of their 4095 surgical table; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure, the leg section of the 4095 surgical table moved downwards without being commanded to do so. There was no report of injury or procedure delay. The procedure was completed successfully.